Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.0/+2.0/102 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced refractive surprise after the surgery with an uncorrected visual acuity (ucva) of 6/36 and a vault value of 250 micrometers. The lens remains implanted.

Manufacturer narrative:
The lens was returned in a lens case/ vial and had clear surgical residue on lens surface. Visual inspection found the lens haptic bent and torn. Dimensional and functional inspection found lens to be within specifications. (B)(4).

Manufacturer narrative:
Additional data: the lens was explanted and exchanged. Work order search: no similar complaints were reported for units within the same lot. Secondary surgical intervention, explant, lens exchange. (B)(4).